Event description:
Add'l info rec'd from MFR 02/23/06: this device was not returned for eval and the complaint cannot be confirmed. A lot history revealed that this lot was within specifications.

Event description:
Patient had a peripherally inserted central catheter - PICC - which was difficult to flush. PICC line was removed and a defect - hole - was noted at approximately the 4cm mark from the suture ring, on the actual catheter. No apparent harm to the pt.